Event description:
It was reported that the pump touch screen was unresponsive, the insulin gauge was inaccurate and that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.